Event description:
It was reported that pump displayed malfunction alarm code 12 that could not be reset, and notable events occurred before malfunction but were not described. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, with instructions understood and acknowledged and return of problematic pump requested within 10 days.